Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not perform "shooting" because the window failed to switch. According to the physician, during the deployment attempt, an audible click was heard, however, the device and sheath did not fully lock against the handle. It is possible that a partial engagement of the internal locking mechanism generated the click sound without complete mechanical locking. Full locking could not be confirmed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling did not lock against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, the indicator did not show any black, the physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies, nor visible fracture, separation, or structural damage that was observed on the wire loop after removal. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach for an interventional procedure, and the patient status after the procedure was normal. The femoral artery¿s suitability and insertion angle were verified, the vessel diameter was at least 5 mm, there was no visible calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The operator was trained, the device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) could not perform "shooting" because the window failed to switch. According to the physician, during the deployment attempt, an audible click was heard, however, the device and sheath did not fully lock against the handle. It is possible that a partial engagement of the internal locking mechanism generated the click sound without complete mechanical locking. Full locking could not be confirmed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling did not lock against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, the indicator did not show any black, the physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies, nor visible fracture, separation, or structural damage that was observed on the wire loop after removal. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach for an interventional procedure, and the patient status after the procedure was normal. The femoral artery¿s suitability and insertion angle were verified, the vessel diameter was at least 5 mm, there was no visible calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The operator was trained, the device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed; first removing the csi, the cowling guard was reset to its manufactured configuration, then the csi was inserted and the guard was successfully locked without any issue. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ and ¿cowling (guard) disengaged access site lost¿ were not observed on the returned device, as functional analysis demonstrated full window transition and the cowling guard was received fully engaged with the sheath. Additionally, during analysis the cowling guard was reset to its manufactured position and the sheath and cowling guard were successfully locked with no issues noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issues. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ additionally, the IFU states, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.